Manufacturer narrative:
According to info rec'd from the pt, he suffered a gunshot wound in the back/spine from a large-caliber rifle in 2003. He says he was flown to the hosp and coded several times. The gunshot required several surgeries and a wound vac that remained in place for a year until the wound could be closed. The pt says he then underwent abdominal reconstruction with a composix kugel mesh in 2004. About five years post implant, pt claims he developed an infection on his abdomen. He alleges that a laparotomy to treat an abdominal abscess on (B)(6) 2010 revealed a mesh ring break and a bowel perforation. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the info provided, it is unk whether the composix kugel mesh may have contributed to the alleged event. No product has been returned and no med records have been made available. This MDR includes all pt, event and device info davol has rec'd to date.

Event description:
Per info obtained via telephone call from pt. In 2003, pt treated for a gunshot wound in the back/spine from a large-caliber rifle. Wound vac remained in place for one year after surgery. In 2004, pt reports undergoing abdominal reconstruction with composix kugel mesh. On (B)(6) 2010, laparotomy for abdominal abscess. Mesh explanted. Pt claims broken ring and bowel perforation. On (B)(6) 2011, pt discharged from hosp.